Event description:
The patient reported that they awoke not feeling well and then used the suspect device to check their blood glucose and obtained a result of 117mg/dl. Patient retest thirty minutes later and the result was 133mg/dl. Patient then went to the ER and their glucose was 58mg/dl. Patient was treated for hypoglycemia with an IV and given orange juice. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.